Event description:
The customer reported that after insertion the obturator was partially stuck and difficult to remove from the tracheostomy tube. The mother of the pt removed the tube and re cannulated the pt.